Event description:
Rptr c/o nerve problems, ie: pain, numbness; brain problems, confusion, memory loss; constant and severe headaches; muscle pain; tingling in extremities; mild glancoma; joint problems.